Manufacturer narrative:
A specific cause for the reported infection could not be conclusively determined. The evaluation of the left ventricular assist system (lvas) did not reveal a device related issue. Examination of the pump blood contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: additional information was provided by the vad coordinator indicating that the patient was 1a status for transplant due to the ongoing percutaneous lead (driveline) infection. The patient was transplanted on (B)(6) 2018.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 year and 2 months. The device remains implanted and the patient remains ongoing on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted from (B)(6) 2017 due to a driveline infection. Culture from the incision and drainage procedure performed on (B)(6) 2017 was positive for proteus mirabilis. The treatment during the admission included debridement, vacuum assisted closure wound therapy followed by antibiotic therapy with cipro for 6 weeks. The lvad team continues to follow the patient. No additional information was provided.